Event description:
It was reported that the clips are not forming and falling out.

Manufacturer narrative:
When the investigation is completed and I received the engineer's report, I will file a supplemental report.